Event description:
It was reported that a patient had a knee replacement on 2014 (B)(6) and thought something went wrong with the implantable neurostimulator (ins). After all of the medication the patient was given for the surgery ¿was through¿ and she went to rehabilitation for her leg, the patient had a lot of pain from her bladder. There was a loss of therapeutic effect. A catheter was put in the patient and she had been trying to regulate the device, but nothing seemed to help her. The patient had been talking to someone at her doctor¿s office and was told to change her setting to program 3, but every time she tried, it went back to the old program. The patient was currently on program 2 at 0.7 and was able to activate program 3 and increase stimulation to 1.10 at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va006vq, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).